Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient experienced 50 beats per minute (bpm) then increased to 70 bpm and feeling tired. Also, this patient has been in the hospital for 23 days. Boston scientific technical services (ts) referred the patient to the device clinic. As of this time, this device remains in service. No adverse patient effects were reported.